Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire coating sheared off. The target lesion was located in the tibial artery. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, after removal of the wire, it was noted that part of the wire coating sheared off in one of the tibial arteries but was not removed. No further patient complications were reported and the patient's status was good.